Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential p-wave undersensing observed during episodes, which was due to small p-wave morphology. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.